Event description:
Medtronic received information that a ped3 pipeline flow diverter (fd) was found to be fish mouthing during follow up. In follow-up: distal fish mouthing + moderate to severe spasms in the untouched a1 segment (not covered with fd or microcatheter (mc) probed). Serious consequesnces arose for the patient. Extent and chronological course unclear to the reporter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5. Updated with additional information received. E1. Initial reporter/physician information updated/corrected. H6. Coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported 3d angiography after implantation of the pipeline showed suboptimal adaptation of the pipe line stent to the vessel wall. Therefore, balloon angioplasty was performed and afterwards there was good adaptation of the flow diverter to the vessel wall. There was no thrombus formation. On 03-apr-2024, the patient complained of experiencing severe headaches. Magnetic resonance imaging (MRI) was obtained and showed new high grade stenosis in the distal part of the flow diverter and in the ipsilateral a1 segment. Digital subtraction angiography (dsa) was performed on the same day which confirmed the results from the MRI and showed fish-mouthing of the distal portion of the flow diverter. Spasmolysis infusion of 2.4mg nimodipine was administered into the left internal carotid artery (ica) in the same setting. After nimodipine administration, slight improvement of the stenosis in the left ica distal to the flow diverter and in the ipsilateral a1 segment was observed. The findings were interpreted as most likely being associated with vascular spasm. We repeated brain MRI on several occasions after the dsa / spasmolysis and the initial findings were not visible anymore on 26-jun-2024 with complete normalization of the vessel calibers distal to the flow diverter. The left a1 segment is not covered by the flow diverter and has never been engaged by a device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that besides the severe headache, the patient has no other symptoms or complications. No further action was taken. The device was prepared as indicated in the instructions for use. The cause of the fish mouthing was not determined.